Event description:
It was reported power failures lead to the device stopping working during procedure. The ups (uninterruptible power supplies) was pulled out due to sparking and smoking. However, no harm occurred to the patient, user or third party.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. Evalution: failure caused by temperature over 40 degree celsius (104 f). The event is filed under internal karl storz complaint ID: (B)(4).